Event description:
Tech alleged that the bed was not able to go manually into trendelenburg. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg pedal was missing. The tech replaced the trendelenburg pedal to resolve the issue.